Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for low blood glucose. Customer's blood glucose was 20 mg/dl. Customer was sick and was taking antibiotics. Customer was unable to keep food down after taking the antibiotics. Customer will not be returning the device for analysis.